Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, episodes of noise resulting in oversensing were noted on the right atrial (ra) lead. Lead damage was suspected. Technical support was contacted and recommended in clinic provocative testing. Provocative testing is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating episodes of inappropriate mode switching was observed on the ra lead. The ra lead was capped and replaced to resolve the event. The patient was stable.